Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent undersensing during an atrial tachy response mode switch. Some right ventricular beats fell into the programmed cross chamber blanking period. Technical services provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This ICD remains in service. No adverse patient effects were reported.